Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging an inaccurate reading on her one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in contacting the patient to ask the follow up questions. On the previous month at 7:30 am, the patient reportedly tested her blood glucose in the lab and obtained a reading of 124 mg/dl. She then reportedly obtained a reading of 161 mg/dl on her ultra meter. These tests were done less than 10 minutes from one another. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient took her usual dosage of insulin after obtaining the 161 mg/dl on her ultra meter. At an unspecified time later, the patient allegedly exhibited hypoglycemic symptoms (symptoms were not specified). The patient did not seek any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done and the test strips passed using the control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, exactly when the patient exhibited the symptoms and how soon after the meter to lab comparison the patient exhibited the symptoms. It would have also been helpful to know the detailed symptoms the patient had been exhibiting, what she treated herself with, how soon after treatment she felt better and whether she tested herself at the time of exhibiting symptoms and after treatment. The patient's meter was replaced. The complaint is being reported because the patient claimed that she took insulin based on the alleged elevated reading and at an unspecified time later, experienced hypoglycemic symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.